Manufacturer narrative:
During a phone call, the fse (field service engineer) found that the customer had not performed their weekly gas change. Fse advised customer to perform gas change and after completing voltage dropped to 65%. Customer had not performed gas change on a regular basis. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the (B)(4) 2014 UDI regulation date. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. (B)(4).

Event description:
A customer reported a report was received showing the system was reaching high voltage. Upon follow up, no patient harm was reported and procedure was able to be completed with no other issues.